Event description:
Tsr alleged that the head section drifts down slowly. Tsr stated that there were no injuries. They alleged that a patient was in the bed, and the bed is being used in a psychiatric ward. Solution: clean and degrease head brake assy. Also checked again with patient weight worked fine. No injuries reported.